Event description:
It was reported that a patient enrolled in a clinical study underwent left total elbow arthroplasty on an unknown date. Subsequently, patient underwent a revision procedure on (B)(6) 2008 due to heterotopic ossification.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product / lot code / expiration date. Date of implant. PMA/510(k) number. Manufacture date. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "periarticular calcification or ossification, with or without impediment of joint mobility. "